Event description:
It was reported that the customer was experiencing high blood glucose over 300 mg/dl. At time of report, her blood glucose was 287 mg/dl. Troubleshooting was performed. It was found that there was something inside the tubing or the tubing may have been mashed. Customer removed the reservoir and rewound the insulin pump. During manual prime, insulin exited the tubing and a leak was found. A no delivery alarm was found in the history for (B)(6), 2015, but customer could not troubleshoot as the set used that day was not available. Customer stated the bolus history looked incorrect. A normal bolus was performed and appeared accurately in in the bolus history. The high pressure test was performed and passed. Customer was advised to change the entire set, reservoir and insulin. She stated her insulin was clear and expired. The customer was advised to discontinue use and revert to a back-up plan until she had new insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.